Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm length type a and type b thoracic dissection. The proximal neck was 26 mm in diameter with 45 degree angulation. The physician decided to fix the dissection using a hybrid approach and surgically fixed the type a dissection with a frozen elephant trunk and wanted to fix the type b by delivering the valiant device. Upon delivery the proximal aspect of the valiant stent graft was clearly in the true lumen of the aorta; however the distal aspect of the valiant stent graft appeared to have been delivered into the false lumen. At the point where the partial false lumen deployment appeared evident, the physician attempted multiple techniques and for a considerable time to get back into the true lumen without success. The physician stated the cause of the event is unknown. The patient expired shortly after life preserving measures were stopped. Per the physician the patient's death was due to complications from surgical repair of the type a and type b dissections.